Event description:
It was reported that the insulin pump alarmed multiple errors, including motor error. The customer's blood glucose was unknown. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform occlusion and excessive no delivery test due to constant motor error alarm. Unable to verify other error alarm due to erased pump history file. The insulin pump was received with scratched lcd window, cracked case at display window corners, broken reservoir tube lip, cracked reservoir tube window through the reservoir tube, crack on battery tube threads and missing end cap sticker.